Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional hi-torque 014 bmw hydro devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. Four hi-torque (ht) balance middleweight (bmw) guide wires had resistance during advancement and got stuck with an unspecified number of balloon devices. The guide wires and balloons stuck were removed from the anatomy. Additional guide wires were used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.